Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. Another syringe needle was used and the cartridge was successfully filled. Blood glucose was 254 mg/dl.